Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device this incident, it was determined that the one component of multicomponent order not crossing from epic to es. A technical support specialist (tss) dialed into the carefusion coordination engine (cce) and ran a trace for order identifier. Tss was found that the order had been sent to the cce from cerner, and the hl7 message showed only two rxc segments for 1 mg for warf1t and warf2t and no component received for 5 mg warfarin. Tss identified no issues on the pyxis side and advised checking with cerner, as the cce had not received the third component from the hl7 message. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server one component of a multi-component order did not cross from epic to es. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.